Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that the insulin pump had damage. The customer blood glucose level was around unknown. The customer stated that the reservoir is not able to lock in place. Reservoir was easily back out. Customer also stated that the insulin was dripped and sometimes squirt also. The device will not be return for analysis.